Event description:
While advancing the sds genesis 7x39mm 135cm pro delivery system to the lesion in the external iliac (via humeral), the stent got stuck on calcification. This occurred in the common iliac artery, near the aortic bifurcation. After the stent got stuck on the calcification, the physician tried to withdraw delivery system back through the vessel. After several attempts, the balloon could be removed, but the stent dislodged and stayed stuck on the calcification. The stent was successfully retrieved with a snare device. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted wthin 30 days of receipt.

Manufacturer narrative:
One non sterile unit palmaz genesis on opta pro was received coiled inside a plastic bag. No anomalies or damages were observed in the unit, stent was received separated from unit, not deployed and stretched. The balloon has not being inflated. Microscopic analysis shows evidence of balloon crimping marks. Crossing profile was not measured due to stent was separated from unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint, fpi/lpi and process monitoring for crossing profile and stent retention test were acceptable. The reported stent dislodged was confirmed. The exact cause of the reported failure could not be conclusively determined. Process controls are in place to prevent these kinds of defects from leaving the facility. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue. No corrective or preventive actions will be taken given even the reported failure was confirmed it does not appear to be related to manufacturing process.